Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that since implant the patient's symptoms have been worse than prior to implant. The caller was not sure if the device was working and that the patient usually goes to the bathroom 2-3, sometimes 4 times at night, but the night prior to the call the patient was up every hour. The patient was experiencing similar symptoms on the day of the call. During the call the patient was unable to connect to the implant using the patient programmer (pp) both with and without the external antenna. The caller was advised to attempt communication with the implant again in a couple of days (patient had been implanted day prior to the call) and the patient can check to see if the ins is on and adjust if needed. Patient status is unknown at the time of this report. No additional complications were reported or anticipated.